Event description:
Additional information received indicated as unknown if patient was getting 50% or greater symptom reduction. The cause of the event was not determined and was noted as unknown if device related. It was also noted as unknown if reprogramming was needed. It added that since her device was revised, she had not had it turned on. The patient did not return until (B)(6) 2014 for her device to be turned back on. The patient appointment was scheduled for (B)(6) 2014. The patient was doing well with pain but had poor clinical response. The patient did experienced loss of therapeutic effect and loss of stimulation which reported as sudden. The patient no longer had pain at the surgical site but was still not receiving benefits. The patient outcome was reported as not recovered, symptoms/issue ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va086hc, implanted: (B)(6) 2013, product type: lead. (B)(4). F

Event description:
It was reported that the implantable neurostimulator (ins) was not working well. It was later reported that the patient had a loss of therapeutic effect. The patient started to regress in the beginning of (B)(6) 2013. The patient was reprogrammed and was told to monitor symptoms for a week or two. The patient did that and was reportedly back to where she was before implant. It was also stated that the patient was not able to adjust stimulation. The device was found to be off. The patient could not recall if the trial was effective. It was noted that the patient was involved in a motor vehicle accident on (B)(6) 2013 and was rear-ended. It was also stated that the patient was regressing even more a couple of weeks after that and that was when the patient had a second appointment with the healthcare provider (hcp) and manufacturer representative. It was further stated that the patient would increase stimulation on a program to the point of discomfort and then ¿decrease until she could feel it.¿ the patient had gone through all 4 programs. It was later stated that stimulation was not off and was on program 3 at 3.6 volts. The patient was walked through how to check the device and it was confirmed that patient was on program 3 at 3.6 volts, but stimulation was off. The patient was instructed to decrease stimulation to 0.0 volts and turn stimulation on. The patient increased stimulation to 3.3 volts and was able to feel stimulation in the tailbone/rectal area. It was mentioned that at 3.0 volts in the standing position ¿it felt like it cut off.¿ it was further reported that the patient went in a few times to get the device adjusted after the car accident and it just wasn¿t helping. The manufacturer representative¿s supervisor was in and said was common and they had heard of patients who bumped into cabinets and their leads dislodged by now and this was 3 to 4 months after the accident. The patient went in the first of the year to see their hcp and they were going to have the surgery to repair the bladder and lip stuff because the thing didn¿t work. The patient decided to go back to their hcp so they got an x-ray and it was dislodged and the x-ray was done 6 months later. It took 3 to 4 months for the patient to convince their hcp that it wasn¿t working so they revised it. The revision was done on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.